Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit displayed a internal communication error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: acquiring information on status of unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(site country),e2,e3,g3,g6,h2,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields -h3. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the pim module transducer needed to be replaced to bring the transducer tolerance within specifications. To fix the issue, the fse replaced the pneumatic module assy, rohs, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.